Event description:
It was reported that the vns pt's leads were also replaced due to an unk reason during surgery to replace the pt's generator prophylactically. And returned product form was received that indicated that the lead had been replaced due to a discontinuity. Follow-up with the physician's office found that a break in the lead insulation had been seen during surgery and the surgeon chose to replace the lead as a result. The lead has been returned and is currently undergoing analysis. No diagnostics were taken prior to surgery. No adverse events have been reported.